Event description:
Situation: davinci robot "faulted" during a laparoscopic procedure. Background: during the procedure, the robot suddenly "faulted". This resulted in the four arms locking up with the attached instruments inside the pelvic cavity of the patient. The davinci robot lights went from "blue" to "red" indicating that it was unable to function. There was no option to manually override the system, nor was it possible to remove instruments from within the patient. This occurred just as the uterine artery was being cut. Assessment: unknown cause from the operating room's perspective. Only the attending and resident were operating the consoles at the time of the incident. Dv stat was contacted. The representative guided the team to have both the robot's and the vision tower's power turned off and restarted. The fault was no longer present, and the surgeons were able to continue with the case. Recommendation: recommend that intuitive engineers investigate the error log regarding this issue to ensure that the davinci systems is reliable for high-risk applications such as surgery.